Event description:
The customer reported on (B)(6) he woke up with blood glucose reading 19 mmol/l (342 mg/dl). Upon removal he noticed the needle never inserted the cannula into the infusion site. The pod was worn between 4/24 hours.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.